Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings and experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who obtained an unspecified laboratory result and provided unspecified IV and unspecified injection as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.